Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) exhibited blood back in the tubing. There was no indication of actual or potential harm or death associated with this occurrence.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (health effect ¿ clinical code and health effect ¿ impact codes). After further investigation, it was identified that this complaint event has been reported under mfg report number 2249723-2025-0000981. Please refer to mfg report number 2249723-2025-0000981 for all information for this complaint event. Please cancel in your database mfg report number 2249723-2025-0000986.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) exhibited blood back in the tubing.